Manufacturer narrative:
(B)(4).

Event description:
A customer reported to philips that a patient sustained reddening of the skin between both inner thighs which developed into blisters with a size of 2cm x 3cm after an mr examination. The patient was positioned feet first supine and scanned for a prostate examination with the sense cardiac coil

Manufacturer narrative:
Based on the provided information there is no indication of a malfunction of the mr system or coil used. It is concluded that the reddening of skin and blisters on the inner thighs are caused by skin to skin contact. No padding was used to avoid skin to skin contact and it was stated that the thighs touched each other. The patient was an elderly ill patient and it is likely that the thermoregulation of the patient is impaired. 4 scans on highs sar value were administered and it was observed that the humidity of the mr examination room was higher than the value specified. All of these factors contributed to the heating incident and may explain the severity of the injury. (B)(4).